Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: product ID: 3037, serial/lot #: (B)(4), UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient's programmer was not working. Patient stated they were not able to increase any higher. Patient was able to sync with their ins during the call and they were on program 4 at 8.5, which was as high as stimulation would go. Patient stated they couldn't move past program 4, and it was reviewed that the patient programmer only had 4 programs. Patient stated they had tried programs 1-4. Caller was redirected to their healthcare provider for possible reprogramming. Patient stated they were getting up 6 times at night. Consumer later they an x-ray done of their pelvis but was inconclusive. Consequently, more surgery was planned but nothing was set up yet. No further complications were reported or anticipated.

Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: product ID: 3037, serial/lot #: (B)(4), ubd: , UDI#: (B)(4) : due to imrdf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient: patient states she was not 100% happy with the implant, that the urgency was gone, which was good, but she still got up once or twice a night, though sometimes not at all. No further complications were reported or anticipated.